Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), endometritis ("possible endometritis"), genital haemorrhage ("abnormal bleeding") and peritoneal adhesions ("omental adhesions (along anterior abdominal wall).") In a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage, ectopic pregnancy, back pain, gravida ii and parity 2. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included bowel obstruction, obesity, cholecystitis, menses irregular, menometrorrhagia, endometrial polyp, uterine bleeding, anemia, hypothyroidism, restless leg syndrome, abdominal pain, vaginal discharge, endometritis, low back pain, neck pain, pain in cervical spine, ear discharge, photophobia, vomiting, myalgia, dizziness, syncope, speech disorder, weakness, headache, numbness, agitation, degenerative disc disease, sinus pain, nasal discharge, rhinorrhea, nasal discharge, cough, sensation of pressure in ear, fever, runny nose, swollen glands, acute sinusitis, bronchitis acute, tobacco use disorder, cervical spondylosis, cervicalgia, lumbago, dysuria, depressive disorder, breast pain, palpitations, runny nose, otitis, edema, lateral epicondylitis, tobacco user, eruption, gastroesophageal reflux disease, dog bite, cobalamin deficiency, goitre, insomnia, urinary tract infection, seasonal allergy, acid reflux (oesophageal), gestational diabetes, amnesia and bunion. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dyspareunia ("painful intercourse"), mood altered ("hormonal changes describe: moody"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infections"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2007, the patient experienced nausea ("nausea"), tooth disorder ("dental problems"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2008, the patient experienced peritoneal adhesions (seriousness criterion medically significant), malaise ("injury(ies) or complication (s) please describe: malaise") and vitamin b12 deficiency ("cobalamin deficiency"). On (B)(6) 2015, the patient experienced device expulsion ("migration, malposition of essure device location of device: fell out"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hirsutism ("hormonal changes describe:facial hair"). The patient was treated with surgery (ablation, hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparotomy due to adhesions). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, endometritis, genital haemorrhage, peritoneal adhesions, device expulsion, dyspareunia, mood altered, hirsutism, cystitis, depression, anxiety, nausea, tooth disorder, malaise, vitamin b12 deficiency, vaginal haemorrhage and menorrhagia outcome was unknown and the female sexual dysfunction, dysmenorrhoea and fatigue had resolved. The reporter provided no causality assessment for endometritis with essure (ess205). The reporter considered anxiety, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hirsutism, malaise, menorrhagia, mood altered, nausea, peritoneal adhesions, tooth disorder, uterine perforation, vaginal haemorrhage and vitamin b12 deficiency to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: both tubes are occluded concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, nausea,depression,anxiety, fatigue,adhesions, dyspareunia,pelvic pain., endometritis most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs and mr received- new events added: hormonal changes describe: moody, facial hair, abnormal bleeding (vaginal, menorrhagia),infection (bladder/urinary tract/vaginal) type: bladder infections, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression/anxiety, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, other injury(ies) or complication (s) please describe: malaise, cobalamin deficiency (vit. B12); mental adhesions (along anterior abdominal wall). Event added per mr: endometritis. New reporter and date of birth were added. Product information was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration,") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage and uterine perforation to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.